Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have damaged batteries. The hospital representative stated they have no record of any patient incident involving the pump.